Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose levels ranged from 100 (mg/dl) to 240 (mg/dl). The customer declined further troubleshooting from tandem technical support regarding the reported issue.